Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs ipg was explanted, replaced and therapy was restored.

Event description:
It was reported that the patients ipg is exhibiting a recharge burden and not providing therapy for longer than 24 hours after a full charge. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patients ipg experienced recharge burden and did not provide therapy for longer than 24 hours after a full charge was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Manufacturer narrative:
A patients ipg experienced recharge burden and did not provide therapy for longer than 24 hours after a full charge was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.